Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 279 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.